Event description:
The pt underwent a total abdominal hysterectomy in 2005. In 6 days later, they were admitted to another hospital with an abcess and abdominal pain. They were treated with an intravaginal drain and antibiotic therapy. They were discharged in 6 days later and is currently recovering.